Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 479 mg/dl. Customer also stated that the due to all the x-rays and aftermath of the surgery they were not able to wear sensor and right now on a steroid and blood glucose running high in the 200 mg/dl and 300 mg/dl but since on the steroids it was in the 400 mg/dl. It was also stated that they had seizure and went to the hospital to get x-ray. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.